Manufacturer narrative:
The device was returned with the implant detached from the pusher, and noted to be stretched. The heater coil was noted to be compressed and damaged. The recoil length of the monofilament is 0.220". The monofilament tip appears to be damaged and has a tail, which is indicative of a tensile pull. Based on the investigation and provided information, the complaint can be confirmed. The specific root cause of this complaint is unknown; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that an embolization coil unexpectedly detached in the aneurysm. There was no reported intervention or patient injury. The patient's status is reported to be fine.